Manufacturer narrative:
Product ID: 977a290, serial# unknown, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-07-20. It was reported the patient was currently seeing unable to deliver desired settings on her program. The manufacturer representative (rep) assumed this was related to the damaged cervical pns leads. They were meeting on (B)(6) 2019 to evaluate and reprogram. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 04-feb-2020, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 04-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient had two new ins implanted yesterday, so she has a total of three spinal cord stimulator (scs) systems. The patient has one for her neck, one for her lower back, and one for her buttocks. Unfortunately the doctor was not aware that we did not have quad wires available. The doctor's original plan was to replace the patient's lumbar leads with quads and add a quad wire for the buttocks, which would enable him to hook up with one battery. Based on the choices of no lower back coverage, the patient decided on three systems. The doctor revised one of the retention coils for the lumbar leads as well. An impedance test of the lumbar system indicated electrodes 4, 5, and 6, were out of range (orange). Unfortunately one of the patient's ins were discharged in prep, so there was no way to run an impedance test. When the leads hooked up to the new battery and an impedance test was run indicating electrodes 0, 1, 2, 3, 4, and 12 were out of range (red). The rep told the doctor that lead 0-7 only had two functioning electrodes to utilize and would need to be replaced. Unfortunately the surgery had already taken longer than the rep anticipated and after the doctor elected to not replace it as this time. Postoperatively, the patient was feeling comfortable stimulation in her neck utilizing the 8-15 lead. The patient will call if she needs anything and the rep will be seeing her at her post-op appointment. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that it was clarified that the patient's retention coil being replaced was referring to their strain relief loop for their lumbar system. No further information was reported.